Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. The customer confirmed intermittent 2061 tip attach error by attempting to run patient samples. Fse instructed the customer to check for obstruction and found the dispense arm lead screw dry and needed lubrication. The customer resolved the complaint by lubricating the lead screw on the dispense arm. The customer validated the analyzer by successfully performing several patient sample run after lubricating the dispense arm and no further error reoccurred. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2061) tip attach error cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to dispense arm lead screw was dry and needed lubrication.

Event description:
A customer reported error message ¿2061 tip attach error¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.